Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the patient was hospitalized for a blood glucose level of 51 mmol/l with symptoms of abdominal pain/vomiting and unspecified ketones. The reporter indicated that the patient received insulin via the pump and the patient had remained on the pump. No troubleshooting of the event was able to be completed at the time of the call because the patient and the pump were unavailable. Animas has attempted to follow up with the patient but has been unsuccessful at this time. This report is made based on the allegation that the patient was hospitalized for severe hyperglycemia and an issue impacting the patient¿s insulin delivery could not be ruled out related to the event.